Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that the patient had csf leak symptoms, which was the reason for the catheter revision on (B)(6) 2018. A computed tomography (CT) scan was performed, and did not reveal any leaks. A catheter dye study was performed, and a bit of dye was at the entrance around the anchor point. The catheter was replaced on (B)(6) 2018. It was noted that a purse-string suture was not performed on the anchor at the original implant. A purse string suture was performed during the revision. It was reported that the patient was experiencing the same headache as before the catheter revision, and the patient and the patient's husband were concerned with a csf leak again. The manufacturer representative did not believe that the hole was closed or that a blood patch was done. The patient was going to follow up with the healthcare provider (hcp) and "they might be bringing the patient back to the operating room (or)". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of the dye seen at the entrance around the anchor point was not determined. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for spinal pain. It was reported that the patient presented to the emergency room (ER) with complaints of headache and swelling at the pump site. It was determined that the patient had a cerebrospinal fluid (csf) leak and the catheter was replaced. It was asked but unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was asked but unknown if there was any diagnostics/troubleshooting performed. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.